Event description:
It was reported that the patient experiencing presyncope, presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patients condition was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).